Event description:
It was reported that the internal Backup Battery in the Controller was exchanged, and they found green fluid inside. The Controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.